Manufacturer narrative:
In this use of jada, care was escalated for the original diagnosis of postpartum hemorrhage, consistent with the device labeling. The device labeling statement related to reassessment and escalation is as follows: "warning: signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding."the IFU also states to "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada".

Event description:
The patient was admitted via ambulance with significant vaginal bleeding. Patient was suspected of losing approximately 2 liters of blood by the time she arrived at the hospital, however this could not be verified by the site as the patient had arrived via ambulance. The patient was at 34 weeks and 3 days gestation and diagnosed previously with a complete placenta previa. The patient was taken to the operating room and underwent a c-section. At the time of the c-section delivery, the patient was administered methergine, txa and cytotec. Qbl at time of c-section was an additional 556 ml. A bakri balloon was placed through the hysterotomy and filled with 304 ml of fluid. An additional dose of methergine was given. The patient was diagnosed with developing coagulopathy and blood product replacements were administered. The bakri balloon was removed after 2 hours and 20 minutes due to breakthrough bleeding and jada was inserted. Jada remained in place and attached to suction for 7 hours. A total of 100 ml of continued vaginal bleeding from the hemorrhage was noted as jada was being placed, and the patient had 250 ml out into the suction cannister during jada treatment. With jada in place and connected to suction, the patient was transferred to interventional radiology for a uterine artery embolization. The provider noted there was concern for concealed bleeding as they were unable to feel a firm fundus as before and there was no blood coming from jada. The patient was transferred to the ICU and jada was removed by the md, followed by manual extraction of 191 ml of blood clots. The patient continued to have some increased bleeding while in the ICU and cumulative blood loss while the patient was under care at the site was 3230 ml with unknown qbl prior to hospital admission. The patient was transferred to the or for a hysterectomy and sent to the ICU immediately after. The patient was transferred to the obstetrical unit on post op day 1. The patient recovered and was discharged home. Subsequent pathology report of the uterus: endometrium - decidua and chorionic villi/retained products of conception, evidence of prior embolization.